Event description:
It was reported that the pt had an aspergillus infection of the rv (right ventrical) pulmonary artery conduit and a clot. Reportedly, this was discovered when the conduit was replaced. It was reported that the graft was originally implanted 8 months ago at a different facility. It was stated, "the infection was discovered at the time of replacement of the conduit". It was additionally reported that a significant amount of clot vegetation was found in the main pulmonary artery and the right pulmonary artery. Reportedly, all of the clots were removed and sent to pathology for eval as well as for gram stain, culture, and sensitivity. Two follow up attempts were made to obtain add'l info concerning the reported event. No response received.

Manufacturer narrative:
Device not returned.